Event description:
It was reported by the customer that the pyxis medstation es system had drawer failure. The customer reported that the malfunction occured when the nurse was trying to issue medication and there was a delay in issuing these meds. The delayed medication name was narcotics and benzos. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that cubie's were failed. A field service engineer removed failed cubie's via hta and reinserted it. The system functioned as intended after the field service engineer troubleshooted the device.